Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency. It was reported the patient woke three times after their procedure and could not fully empty their bladder. The patient also stated they felt some pain. The patient reported on (B)(6) 2018 that they felt the device had put their bladder into a retention state and they felt they had been unable to fully empty their bladder. They reported they suffered from a weak stream. On (B)(6) 2018, the patient reported that on (B)(6) 2018 their bladder was hurting. The manufacturer representative was able to change the program settings and since the change the patient reported no further pain. There were no further complications reported/anticipated.